Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted: (B)(6) 2011, 5076 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three inappropriate shocks due to a confirmed fracture of the right ventricular (rv) lead tip electrode; noise was also noted and an alert was triggered for high pacing impedance. During explant of the rv lead, a portion of a previously-replaced left ventricular (lv) lead was protruding from the side of the rv lead, having been inserted through the insulation of the rv lead during the implant. The rv lead and piece of lv lead were explanted, and the rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that upon arriving at the emergency department, the patient complained of discomfort, chest pain, shortness of breath, and kidney pain. The patient experienced nausea without vomiting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by an attorney that the rv lead was defective.